Event description:
Patient has been experiencing constant hoarseness since vns implant. The patient's device output current is set at lowest setting (0.25ma) and was not programmed to off due to the hoarseness because the patient is having good seizure control with the vns therapy. It was reported that this patient's vns implant surgery was the surgeon's first implant and that the procedure was very long. The patient reportedly suffers severe hoarseness with or without stimulation. The patient was evalauted by an ent at which time family member reported some dysphagia with hard foods. The ent attempted indirect laryngoscopy but was unsuccessful. The patient's nose was sprayed with topical afrin and lidocaine and fiberoptic larynogoscopy was attempted but could not be completed because of the patient's inability to cooperate with the exam. Ent suspects left vocal cord paralysis from vagus nerve trauma and has scheduled a fiberoptic laryngosocpy under sedation in an operating room.